Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had not seen a doctor for a year. The rep discovered low impedance value of 31 ohms on contacts 8-10. The contacts 10+, 8+, and 9- were all programmed. Technical services suggested the rep run therapy impedances and doing additional troubleshooting for the low impedance issue. The rep stated that is what they would do. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause of the low impedance was determined. It was noted the low impedance was not affecting the therapy due to the current programmed settings. They were unsure of the patient's weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the low impedance was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.